Event description:
The customer reported the image disappeared when the subject device was in use during an unspecified therapeutic procedure. The intended procedure was completed using a similar device. The procedure was delayed by a few minutes to replace the device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, the reported issue (image disappears) was not confirmed or duplicated. During inspection and testing, service found the video connector receiving contact was corroded, and the battery on the printed circuit board had run out. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.